Event description:
Surgeon of the hospital, reported via our sales rep., that he was using the rod inserter during surgery performance to change the position of the handle. While trying to change the angle of the handle, he perceived a cracking noise and noticed that the inserter could not moved anymore according to his info. Dr. Noted that the surgery procedure was completed successfully by using another rod inserter and the pt was not impaired despite of the prolongation of the surgery procedure of 1 minute.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.